Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. Additional finding of the distal conductor having blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricle lead had high/unstable/unmeasurable threshold with position/fixation difficulty. The lead was removed and replaced. No patient complications have been reported as a result of this event.